Manufacturer narrative:
Anchor model 3550-39, explanted: (B)(6) 2011; lead model 3778-60, serial# (B)(4), explanted: 11/29/2011; lead model 3778-60, serial# (B)(4), explanted: (B)(6) 2011.

Event description:
It was reported that the patient developed a staph infection following the implantation of a implantable neurostimulator. The device was explanted. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Anchor model 3550-39 lot# n303590 implanted: (B)(6) 2011 explanted: na programmer model 37743 serial# (B)(4) lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na lead model 3778-60 serial# (B)(4) implanted:(B)(6) 2011 explanted: na.

Event description:
Additional information received reported the infection was primarily at the device pocket and along the lead track. A culture was obtained from the pocket / lumbar region which revealed (B)(6). The date of onset of the infection was noted to be (B)(6). The patient experienced redness, swelling, and pain. The patient had been given morphine and was given IV antibiotics. The infection resolved. It was noted that the patient had a chronic indwelling foley catheter and peri and post operative antibiotics had been ordered.